Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the balloon migrating into the inguinal canal. During the procedure, the cuff and balloon were removed and replaced. Upon explant, fluid loss was noted due to a hole in the balloon. There were no patient complications reported.